Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a tip of the guidewire detached inside of the patient. The physician attempted to treat a lesion in the proximal tibial artery. A platinum plus guidewire was introduced into the severely calcified and occluded superficial femoral artery. The physician felt the tip of the guide wire got stuck between two very calcified lesions and the tip of the guide wire was separated into two pieces but "there was a thin line connected to the tip". A balloon was introduced to the tip of the torn wire to remove the guide wire. No further intervention was performed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile inspection of the device revealed the spring tip was elongated and the core wire fractured at 299.5cm from the proximal end. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a tip of the guidewire detached inside of the patient. The physician attempted to treat a lesion in the proximal tibial artery. A platinum plus guidewire was introduced into the severely calcified and occluded superficial femoral artery. The physician felt the tip of the guide wire got stuck between two very calcified lesions and the tip of the guide wire was separated into two pieces but "there was a thin line connected to the tip". A balloon was introduced to the tip of the torn wire to remove the guide wire. No further intervention was performed. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).